Event description:
The patient's omnipod dash personal diabetes manager has been reported to overheat during charging and fails to hold a battery charge for the anticipated duration. The patient has confirmed that they are using a charging cord provided by insulet.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.